Event description:
Philips issued a recall on their CPAP machines. I was instructed by philips to discontinue use of my CPAP. I need the instrument to sleep every night because I have sleep apnea, a heart valve problem, and a pacemaker, I called the philips CPAP customer inquiry line and was told it was recommended to stop using the instrument but philips has not made a decision on replacing the equipment. My physician felt it was better to stop use of my current philips CPAP instrument under recall and he prescribed another CPAP from a different manufacturer. I received a new prescription from my doctor but my insurance (B)(6) is refusing to pay for the new CPAP instrument. I should not be caught in the middle of this issue, cigna should allow the prescription to go through and then seek reimbursement from philips. Why should my health be impacted because philips manufactured an instrument that is incompatible with certain cleaning methods which I do not use. The FDA needs to request philips expedite as resolution to this recall. FDA safety report ID # (B)(4).